Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 left ventricular assist system (lvas) implant kit serial number (B)(4) was evaluated following the reported event of the patient expiring due to profound coagulopathy due to vasoplegia intraoperatively while on bypass. The device was not returned for evaluation. The reported event could not be correlated with an issue with the heartmate 3 lvas implant kit review of the device history records showed no deviations from qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to profound coagulopathy due to vasoplegia intraoperatively while on bypass which required multiple vasopressors to keep mean arterial pressure in the 60s. The patient became very coagulopathic and ongoing vasoplegia. Multiple things were tried in an effort to obtain hemostasis and to maintain/stabilize hemodynamics however, the surgeon felt there was no good salvage option for the patient. The outcome was not considered to be device or therapy related. The device operated as expected and was not explanted.